Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that during dialysis treatment after the catheter was implanted, the joint where the catheter body connects with three links cracked and leakage occurred. The pt involved without injury. No medical intervention required.

Manufacturer narrative:
Submit date: 01/28/2014. An investigation is currently underway. Upon completion, the results will be forwarded.